Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt failed incoming functionality testing.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation, the cable connecting the distribution node to the rear te cable was missing and the interconnect wire was missing. The cause of the test failure was the missing cable and wire. The root cause for the missing cable and wire could not be positively identified but was likely excessive force. No adverse event resulted from the damaged belt.